Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the alinity c series mixer which resolved the customer's issue. A review of the c16000 tracking and trending data found no trends associated with falsely decreased sodium issues described in this complaint. A review of instrument service history on serial number (B)(4), revealed no further occurrences of discrepant results after the fsr site visit nor did it identify any service or complaint issues that may have contributed to this issue. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified for the architect serial number, (B)(4) or the alinity c series mixer.

Event description:
The customer observed falsely depressed sodium results on architect c16000 analyzer for several patients. Only one patient example provided: on (B)(6) 2020 initial sodium result=120 mmol/l/ repeat result=140 mmol/l (reference range=135-145 mmol/l), there was no reported impact to patient management.